Event description:
It was reported that during a surgical procedure at the user facility that the bur that was inserted and locked into the attachment slipped out of the attachment during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the bur that was inserted and locked into the attachment slipped out of the attachment during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no additional failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. Evaluation conclusion: the device has been discarded by the manufacturer.